Event description:
No blood glucose levels reported. It was reported that the customer received a motor position encoder error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump was received with stuck motor error alarm loop during the bolus delivery. The motor was tested outside the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. Unable to verify other error alarms due to an over written pump history file. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.